Event description:
It was reported that during the implant procedure, the catheter dissected the coronary sinus. The physician decided to stop the procedure, and the patient was in good condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Dissection of coronary sinus.